Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juey1044 showed five similar product complaint(s) from this lot number. The complaints for this lot number (juey1044) have been reported from the same facility.

Event description:
It was reported clips that secure catheter in place are coming unclipped. No other information was provided.